Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was interrogated prior to use and elective replacement indicator (eri) was indicated with a battery voltage of 2.74volts. It was noted that it was not possible to get good telemetry with the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Implantable pulse generators do not have functionality built in for telemetry c.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.